Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up in clinic, noise was observed on the atrial and ventricular lead simultaneously. Pocket manipulation, isometrics and deep breathing exercises were performed; the oversensing was unable to be reproduced. Patient was asymptomatic. Lead monitoring and replacement was recommended. There is no report of any action taken. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the atrial lead was capped and replaced on (B)(6) 2017 due to noise and insulation abrasions noted on the x-ray. The patient was not reported to be symptomatic. The patient was stable before during and after the procedure.